Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: suspected breast implant-associated anaplastic large cell lymphoma (bia-alcl). The reported event or events are physiological complications (suspected breast implant-associated anaplastic large cell lymphoma), and device analysis typically does not help allergan determine the cause. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in pfmea-silicone filled bi and sizer assembly, smooth (v3.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional initial reporter: (B)(6). Contact e-mail: (B)(6). Continued e1 phone number: (B)(6). (B)(6) reported.

Event description:
Healthcare professional reported through regulatory agency "swelling", "breast was tense, warm and firm and the skin stretched" and "positive for alcl and some clot in the fluid" biomarkers were not provided. Patient was referred for aspiration under uss with 230ml of fluid removed. This record is for the right side. Device remains implanted. Bia-alcl refers to breast implant-associated anaplastic large cell lymphoma.